Event description:
It was reported to philips that the device experienced a failure during operational testing. There was no patient involvement. The customer was provided remote technical support from an authorized philips engineer. Caller advised that when testing, the output it is really low and causing it to fail test. Caller wanted to know if the device is still under warranty, and advised will call back. Customer then advised the issue is resolved and can close the case, no follow-up requested. Philips is unable to rule out that a malfunction did not occur. Customer advised the issue was resolved. As the issue was not replicated, a definitive cause for the alleged failure could not be determined. The device remains at the customer site. There is no indication of a systemic problem. No further investigation or action is warranted.

Manufacturer narrative:
H3 other text : customer resolved the issue.